Event description:
Doctor reported events of "band slippage, nausea, vomiting and reflux". An explant surgery took place to treat the events.

Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product for analysis. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, nausea, reflux, and vomiting are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, nausea, reflux, and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."